Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inbound message processors service on the server intermittently stalled, preventing message processing. A technical support specialist (tss) planned es server 1.11 update 1 and, after resolving deployment configuration issues and setting up required agents and profiles, successfully applied to both test and production environments with ~30¿45 minutes downtime. During downtime, patient and order messages were not processed, though station authentication remained functional. The update was completed using knowledge article (ka) "fa mms 25-5334 & 25-5335 delayed and missing patient and/or order information & observer tool", and "es 1.11 - two instances of bd pyxis external inbound processors service installed" was used to remove an extra external inbound processors service; post-deployment validation confirmed es version 1.11.0.21 and normal message flow. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossed in es server and user reported station was on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.